Event description:
Unit would not deactivate in the coag mode upon procedure completion. 1. Removed hand pencil, unit still "on". 2. Cycled power-unit returned to stand by operation. (Activation and deactivation normal).